Manufacturer narrative:
Date of event the exact date of the event was not reported.

Event description:
It was reported that a patient had a convective radiofrequency water vapor thermal therapy procedure and noted that he had the procedure done a year ago but it failed 90 days post procedure. He also stated that the procedure was a waste of time and pain.